Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 80x30. The customer states that the proximal balloon ruptured while the device was running. Customer stated that right after the trellis ran for 15 mins, the doctor moved the xray down to where the proximal balloon was located and noticed the balloon ruptured. The procedure was completed with no medical intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.